Event description:
It was reported that the customer was intermittently unable to resume insulin delivery on the pump. There was no reported impact to the customer's blood glucose level. Reportedly, the customer was able to successfully resume insulin therapy and continued to use the pump.